Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging inaccurate results. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the subject meter read inaccurately high compared to the another meter. The patient reported blood glucose results of "600 mg/dl" with a lifescan meter and "484 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting.